Event description:
The hospital reported that the probes are working fine in the isolettes but are causing over heating of the babies on the radiant warmers.

Manufacturer narrative:
Deroyal: the defective samples were not returned for evaluation and root cause investigation.